Event description:
It was reported that while in the cardiac care unit the intra-aortic balloon (iab) was inserted without incident. "After a while they noticed that there was less augmentation and a strange balloon pressure curve. The iab was replaced and the same augmentation and balloon pressure curve was present. The volume of the iab was 2.5cc. The plug of the helium hose was changed and the problem was solved." The pt is still receiving the iab therapy. Additional information received by the sales representative on 1/8/09 stated "the iab was prepped per IFU. The iab was inserted for 20 hours prior to incident occurring. There was no alarm, wave, nr."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.